Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no additional reports for the reported part and lot code combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Confirmation of the fracture was made through a provided photo of the revised device. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action si not indicated.

Event description:
The patient was revised because of fractured stem.